Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 6.3 mmol/l. The customer explained that they received an x-ray last week, and the insulin pump had been alarming motor error since then. The customer was able to clear the alarm, but the alarm would recur. The customer was advised that their insulin pump needed to be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.